Event description:
It was reported the patient experienced ineffective stimulation from her scs system. Subsequently, the patient underwent surgical intervention at which time the lead was explanted and replaced. The patient reported effective therapy postoperatively and the issue is resolved.